Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the physician noted several non-sustained oversensing episodes due to post paced t-wave oversensing and far field oversensing resulting in automatic mode switching (ams). The device was reprogrammed, and the patient was stable.